Event description:
Dealer states unit is not working. No other details provided.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.